Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the act button was not responding. The customer was not able to troubleshoot. The customer will be sent a replacement pump.